Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after initiating intra-aortic balloon (iab) therapy, a fiber optic sensor failure alarm and message was generated. The internal biomed staff came up to clean the sensor but they still had the issue. They mentioned that it seemed like the fiber optic cable was loose fitting in the console. They switched out the console but the issue persisted. The customer ended up not using the fiber optic portion and triggered off EKG to get the iab to work. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. A kink was observed on the catheter tubing and inner lumen approximately 75.9 cm from iab tip. Additionally, the optical fiber was found to be broken within the membrane approximately 26.2 cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).